Event description:
It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the right ventricular lead exhibited noise and low out of range pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was discharged post-procedure.

Event description:
It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the right ventricular lead exhibited noise and low out of range pacing impedance. An insulation breach was suspected. The lead was capped and replaced on (B)(6) 2022. The patient was discharged post-procedure.

Manufacturer narrative:
Correction: b5 and h6 were updated.